Manufacturer narrative:
H.6 investigation summary . Catalog: 442020. Batch no.: 3145901. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that during use with bd bactec¿ peds plus¿/ f culture vials (plastic) a molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they are having molecular false positives. Patient #2: (B)(6) 20230 sequence #: (B)(4).bcid2. Lot # 0989923, cat # rfitasy0147. Dual positive - no targets and c. Tropicalis. Culture: still cooking. Gram stain: looks like gnr. Not reported. Just gram stain and no targeted organism reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd bactec¿ peds plus¿/ f culture vials (plastic) a molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they are having molecular false positives. Patient #2: (B)(6) 2023. Sequence #: (B)(4). Ft5802. Bcid2. Lot # 0989923, cat # rfitasy0147. Dual positive - no targets and c. Tropicalis. Culture: still cooking. Gram stain: looks like gnr. Not reported. Just gram stain and no targeted organism reported.

Event description:
It was reported that during use with bd bactec¿ peds plus¿/ f culture vials (plastic) a molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they are having molecular false positives. Patient #2: on (B)(6) 2023. Sequence #: (B)(6). Bcid2 lot # 0989923, cat # rfitasy0147. Dual positive - no targets and c. Tropicalis. Culture: still cooking. Gram stain: looks like gnr. Not reported. Just gram stain and no targeted organism reported.

Manufacturer narrative:
The following field has been updated with corrected information: b.6. Relevant tests/laboratory data: none reported.